Manufacturer narrative:
The reported guide wire was received for analysis. A fracture was noted in the core wire proximal from the spring tip. The wire core was noted to be deformed and a small radius bend was observed at the fracture location, which is consistent with the wire being kinked prior to fracture. Scanning electron microscopy was performed and found the present of torsional stresses on the fracture faces of the core wires. At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed. However, the root cause of the fracture was unable to be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached in the patient. The target lesion was 85% stenosed and located in the superficial femoral artery and popliteal. As the guide wire was advanced through the catheter, it came into contact with a lesion. As the wire was being navigated around the lesion, the tip was noted to have detached. The wire fragment was retrieved from the patient with a snare, resulting in a procedural delay of one hour. The procedure was completed without atherectomy treatment and balloon angioplasty and stent placement were performed. The patient was in stable condition following the procedure.